Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned sensor patch. Observed the plug to not be seated correctly. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Caller reported the customer experienced an adverse skin reaction after 14 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as inflammation, redness, pruritus, blisters, eczema, and infection at the sensor site. Customer had contact with a healthcare professional who prescribed fucidin (topical antibiotic), biseptine (topical antiseptic), and diprosone (topical steroid) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer experienced an adverse skin reaction after 14 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as inflammation, redness, pruritus, blisters, eczema, and infection at the sensor site. Customer had contact with a healthcare professional who prescribed fucidin (topical antibiotic), biseptine (topical antiseptic), and diprosone (topical steroid) for treatment. There was no report of death or permanent injury associated with this event.